Manufacturer narrative:
Subject device is not available.

Event description:
It was reported that during preparation, the guidewire (subject device) began to flake off when the torque device was loaded on the wire. There was no impact to the patient.